Event description:
The complainant reported that the impella 5.5 pump became unreliable and persistent suction alarms were triggered during patient support. Repositioning was attempted with echo guidance, but the suction alarm persisted. The alarms were disabled and support continued with the implanted pump. There was no documented patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was returned for investigation. The pump was cut open. No further investigation could be performed on the optical signal and low pump flow. Tl low alarms during the entire pump run while running at the same p-level with several drops in snr was seen below 2000, and contrast levels dropped below 15. Also, there were some drops in motor current, and the flow was noted on the reported third day, where map does not correlate with the a-line, and this trend continues at lower drag during the case without a change in p-level. No motor current spike was reported during the entire case run. The overall placement signal trend was decreasing, with a recovery seen later during the case run. The cause of the low pump flow issue was most likely patient condition related, based on data log review. It is noteworthy that the pump previously used on the same console exhibited a similar trend of low snr while running at a higher p-level, suggesting that console-related abnormalities may be causing the optical signal issues. The cause of the optical signal issue was not determined, as the returned product was not sufficient to derive any root cause. Please refer to 25-41429-2 for aic-related issues. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: add optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The complainant reported that the device exhibited optical sensor issues.